Manufacturer narrative:
G4: 11aug2020 b4: (B)(6) 2020 the field service engineer (fse) replaced the power management board to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer reported that the unit will not turn on. The customer reported that the unit was not in use on patient. The customer contacted product support and was advised to check power supplies and battery voltage in v60 diagnostic screen. The customer is reporting all power supplies and battery are with specifications. The biomed reported having to unplug the battery and reconnect the battery for unit to turn back on. The biomed verified he has ran the v60 for almost 24 hours with not problems. The biomed has power cycled the unit multiple times with no issue. .